Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product cup insertion instr.w/thread m8x1 cvd. According to complaint description it was reported that there was thread breakage intraoperatively. Extensive search for metal parts in the situs, multiple x-rays to find metal parts, significant surgery delay. An additional medical intervention (x-rays) was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
General information: we received a complaint about 2 nt411r: cup insertion instr.w/thread m8x1 cvd with the same lot from the universitätsklinikum giessen, germany. The complained devices are available in a decontaminated condition for investigation consequences for the patient: intra-operative medical intervention was necessary: extensive search for metal parts in the situs, multiple x-rays to find metal parts, significant surgery delay. Investigation: the devices were examined visually and microscopically with the digital microscope vhx-5000 keyence eq.-nr. 2000024840 and the digital-camera "panasonic dmc tz8". Both devices show severe traces of use. The pin of one cup inserter (a) which secures the universal joint at its place is broken. As a result of this the universal joint can disassembled from the device. Both breakage surfaces show no material deviations like blowholes or foreign material inclusions. There are clearly visible material imprints at the surface of the broken pin. Both instruments show massive material abrasion at the area of the slot for the screwdriver the cup inserter shows no damage neither at the cardan joint nor at the pin. The functionality is still given. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation it is not possible to determine a definitive root cause for the mentioned failure. It could be possible that the failure is usage related. Rationale: there are signs of mechanical contact of the drive train at the pin normal to the direction of breakage. It is assumed that repeated contact may have induced the breakage. Furthermore there are severe damages at the hole for the screw driver which have never seen before. During laboratory testing we have never seen such damages or breakage of the pin. There is no explanation for these damages with the information available. Maybe originally not intended forces or force-directions have contributed to increased contact force from the drive train to the pin. This may have caused or contributed to the breakage of the pin. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.